Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 3ml bd plastipak¿ syringe luer-lok¿ tip experienced a damaged stopper, and stopper separation from the plunger. The following information was provided by the initial reporter: a leak was not observed because the defect was detected before the product was used no consequences for the patient and for the staff: risk of radioactive contamination measures taken: change of syringe and quarantine of the defective syringe the silicone seal has dislocated in the syringe: impossible to withdraw and risk of radioactive contamination.

Event description:
It was reported that the 3ml bd plastipak¿ syringe luer-lok¿ tip experienced a damaged stopper, and stopper separation from the plunger. The following information was provided by the initial reporter: a leak was not observed because the defect was detected before the product was used no consequences for the patient and for the staff: risk of radioactive contamination measures taken: change of syringe and quarantine of the defective syringe the silicone seal has dislocated in the syringe: impossible to withdraw and risk of radioactive contamination.

Manufacturer narrative:
H.6. Investigation: one photo, a loose 3ml syringe (p/n 309658) and a strip of top web were received and evaluated. The top web strip was from batch #1126542. The syringe received was missing the stopper normally affixed to the end of the plunger rod. The photo displayed a 3ml syringe that appeared to have a jammed stopper not properly attached to the plunger rod. It was unclear if the sample received was the same as the sample pictured. The observed conditions were non-conforming per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1126542 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 8/23/2021 h.6. Investigation: one photo and a strip of top web (p/n 309657) were received and evaluated. The top web strip was from batch #1126542. The photo displayed a 3ml syringe that appeared to have a jammed stopper not properly attached to the plunger rod. The observed condition was non-conforming per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1126542 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10

Event description:
It was reported that the 3ml bd plastipak¿ syringe luer-lok¿ tip experienced a damaged stopper, and stopper separation from the plunger. The following information was provided by the initial reporter: a leak was not observed because the defect was detected before the product was used no consequences for the patient and for the staff: risk of radioactive contamination measures taken: change of syringe and quarantine of the defective syringe the silicone seal has dislocated in the syringe: impossible to withdraw and risk of radioactive contamination.